Event description:
Pharmacist reported capsular contracture (baker grade unknown) and late seroma diagnosed with MRI. Left side. Device explanted and replaced. Alcl has been excluded from diagnosis.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, brown particles in the shell, creases fold and deformation device. Voids in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process additional, changed, and/or corrected data: a.6, d.9, h.3, h.6.

Event description:
Pharmacist reported capsular contracture (baker grade unknown) and late seroma diagnosed with MRI. Left side. Device explanted and replaced. Alcl has been excluded from diagnosis.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, g.2, h.6.

Event description:
Pharmacist reported capsular contracture (baker grade unknown) and late seroma diagnosed with MRI. Left side. Device explanted and replaced. Alcl has been excluded from diagnosis.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late

Event description:
Pharmacist reported capsular contracture (baker grade unknown) and late seroma diagnosed with MRI. Left side. Device explanted and replaced. Alcl has been excluded from diagnosis.